Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she didn't think her ins was charging all the way. The patient charged at night while she slept so she wasn't sure exactly what happened during the charge session. The patient confirmed that she used adhesive discs to maintain antenna placement, she saw all the coupling boxes when she started to charge but when she woke up in the morning, the ins was still only at 50% charge level. It was not reaching the charge complete screen like it used to. The patient reported that she used to charge the ins every other day but now she was having to charge everyday because it wasn't reaching 100%. The patient confirmed that were no changes to the ins pocket site or falls/traumas. The patient also confirmed there was no issue with charging the recharger. The patient was to try charging awake and see if she could better identify what was happening on the screen.